Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their bottom aligner is cutting their gums. The aligner is cracked and uncomfortable. Requested patient to hold in the previous aligner and gathering additional information for possible MFR error.